Manufacturer narrative:
Investigation summary: event description: it was reported that plates were contaminated with fungus. Complaint history review: the complaint history was reviewed for a 12-month period, and similar complaints were identified for this catalog number. Batch history record (bhr) review: the batch history record for the respective batches were reviewed. No deviations from the validated processes were registered. In addition, the products passed qc release testing without any deviations. Sample analysis: the retain samples were reviewed and no contamination was observed. Return samples or pictures were not provided by the customer. Evaluation summary and conclusion: based on the investigation, no deviation could be detected in our validated manufacturing process. A deviation could neither be detected during the review of the retain samples nor during the review of the batch history records. This product is filled under aseptic conditions. However, sterility of the finished product cannot be guaranteed. Unfortunately, a 100 % inspection level for sterility is not possible and sterility testing is carried out based on a representative sample. In consequence, occasional contamination cannot be prevented by 100%. Due to the occurrence of similar contamination complaints for aseptically produced products, the complaint is confirmed for contamination. A definite root cause was not identified. Bd has received similar complaints and to formally address and investigate the issue, a corrective and preventive action (CAPA) has been initiated. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd chromagar orientation plate, there were an unknown number of false results due to contamination. There was no report of patient impact.